Event description:
During an ercp, the physician used a wilson-cook spiral-z expandable metal biliary stent system to place the stent in the biliary duct. After placement of the stent, removal of the introduction system was restricted. During an attempt to remove the introduction system, the distal end of the introducer detached while inside the duct. Retrieval of the distal portion of the introducer was attempted, but unsuccessful. The pt was reported to be in good condition.